Manufacturer narrative:
(B)(4). This lot was manufactured from august 17, 2012 to august 20, 2012. Evaluation summary: baxter received the unit for evaluation. The unit was not returned to the plant in its original package. A visual inspection identified that the blue winged luer cap was separated from the distal luer lock. The cause of the separation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the winged luer cap was separated from the distal end of a large volume intermate. It was not specified when in the process this was noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.